Event description:
It was reported that insulin leaked from the infusion set or reservoir. The blood glucose reading was 458 mg/dl and the customer went to the emergency room. The customer was vomiting and she was unsure of where the leak occurred. The customer's father stated that she had 100 units of insulin in the insulin pump but now it was all gone. He did not know the blood glucose reading at the time of hospitalization. The caller reported a tubing connector anomaly, stating that the quick release needle was not intact. He observed that the connector cap to the reservoir seemed loose. He did not want to provide further info regarding the hospitalization until after he set the insulin pump up. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see medwatch report: 2032227-2014-24426.